Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient was inappropriately treated with shock therapy from the right ventricular (rv) lead due to a dislodgement. The dislodgement caused oversensing of noise on the rv lead resulting in the shock therapy. The lead was revised and repositioned remaining in use. No further patient complications have been reported as a result of this event.